Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Retained by hospital.

Event description:
It was reported that patient's right shoulder was revised due to the glenosphere disengaging from baseplate. Surgeon suspected the glenosphere may have been malpositioned at time of implant. Additionally, patient reported had experienced a fall in the past year.

Event description:
It was reported that patient's right shoulder was revised due to the glenosphere disengaging from baseplate. Surgeon suspected the glenosphere may have been malpositioned at time of implant. Additionally, patient reported had experienced a fall in the past year.

Manufacturer narrative:
The reported event that baseplate was alleged of 'implant revision / removal without implant breakage' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Note: the surgeon does not wish to provide us with any additional information, therefore a medical statement was not possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.